Manufacturer narrative:
The device was returned for evaluation. No ancillary devices, cine images or procedure notes were returned for evaluation. During visual inspection a kink was observed on the catheter shaft approximately 52.2 cm proximal from the distal tip of the catheter. The catheter power cord was separated proximal to the luer hub of the catheter and this separated portion which included the power connector was not returned for evaluation. Due to the severity of the damage, a functional test could not be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a closurefast 7fr catheter and rfg3 generator to treat the great saphenous vein (gsv) as per the IFU. During the procedure the correct temperature was not reached, and it was reported that the power of the generator fluctuated several times between 0 w and 40 w. A second catheter was attempted to be used but the same difficulties were experienced. The procedure was stopped by the physician as a result of the experienced difficulties and it was decided to complete the procedure with surgery.